Event description:
The needle is leaking were the tubing goes into the insertion handle. There has been extravasation with the case.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.